Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to instability. There are no allegations against the implants, but a 6x16 ps insert was revised to a 6x19 ts insert. Rep advised the surgeon that implanting a ts insert with a standard baseplate is off-label, the surgeon elected to continue with the implantation. Rep provided the revision usage sheet and confirmed that no further information will be released by the hospital or surgeon as no patient harm was perceived.